Event description:
It was reported the stimulator was totally deprogrammed (not programmed, but unprogrammed) during three consecutive follow-ups visits with no apparent external cause that triggered it. The stimulator was replaced. The patient's symptoms were controlled after replacement.